Event description:
The nursing staff noticed that an "asystole" call from the arrhytmia monitoring system was not received by the statview pager. Other alarms immediately prior to this, including "brady" and "lo hr" were received by the pager.